Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was rising. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated atrial oversensing due to ffrw (far-field r-waves). Concomitant medical products: 694265 lead implanted: (B)(6) 2000; 419688 lead implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to fracture of the right ventricular (rv) lead. Oversensing was noted. A lead integrity alert (lia) triggered for sensing integrity counter (sic) and high-rate non-sustained episodes. It was also reported that the right atrial (ra) lead had high thresholds, a gradual impedance increase to high levels, oversensing, and far field r-wave (ffrw) oversensing. Simultaneous noise on the atrial and ventricular channels was noted. Upon extraction of the rv lead, the ra lead pulled back and physical damage was noted. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.